Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. However, upon inspection the customer's batteries were found to be depleted and failed testing for battery capacity. The customer received a replacement device. Analysis of reports of this type has not identified an increase in trend. See scanned pages.

Event description:
Complainant alleged that while attempting to monitor a pt, the device shut down after a low battery message. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.